Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, after the instruments were inserted in the pt, the right "eye" of the high resolution stereo viewer became black and no text or icons were visible. An isi technical support engineer attempted to troubleshoot the issue via telephone, however, the issue could not be resolved. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that the vision loss experienced by the customer was associated with the high resolution stereo viewer (hrsv). The hrsv is located on the surgeon console and provides the video image for the surgeon console operator. The system was repaired by replacing the affected hrsv. As of 2008, there have been no reported recurrences of the issue at this hosp.